Event description:
Product analysis for the patient¿s generator was completed and approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The generator output was monitored for >24 hours and there were no variations in the expected output. Comprehensive electrical testing showed that the generator performed according to all functional specifications. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications.

Event description:
Implant card was received indicating the patient¿s generator was replaced. The explanted generator was received for analysis. Analysis is underway but has not been completed to date.

Event description:
Clinic notes received reported that the patient was seen that day for seizures. It was noted that she is having more seizures at 3-4 times per day and states that her vns hurts. It was noted that the patient is not feeling good when they interrogate the generator. Diagnostics were noted to be checked. No known surgical intervention has occurred to date.